Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a balloon rupture had occurred. A percutaneous coronary intervention was being performed on a 76% in stent restenosed, eccentric, moderately calcified and moderately tortuous lesion in the right coronary artery with a bend between 45 and 90 degrees. This 3.50 mm x 30.00 mm agent drug-coated balloon ruptured on the first inflation at five atmospheres at about twelve seconds. The procedure was successfully completed with a different device. No patient complications were reported and the patients status is stable.